Event description:
It was reported that the external pulse generator (epg) from a (B)(6) medical center was experiencing oversensing. The epg is being returned for repair. No known patient involvement related to this event.

Event description:
It was reported that the external pulse generator (epg) from a (B)(6) was experiencing oversensing. The epg was returned for repair. There was no known patient involvement related to this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported oversensing.